Manufacturer narrative:
H6-final analysis found that vvi reset occurred due to a single bit memory change in the product code. After software download, the device functioned normally. Thermal and mechanical stress did not cause the device to revert to back-up mode.

Event description:
Information received with return of the device notes that prior to implant, the device was in back-up mode.